Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the interior right ventricular defibrillation cable was extrinsically kinked/buckled. The overlay tubing of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was obstructed. The outer and the inner insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was returned with the stylet still inserted in lead. The stylet could not be re-moved form lead. Visual inspection found the df-1 rv conductor was kinked, and this is indicated in the returned paper work. There was also found the lead body with severe damage. /a cut from the overlay tubing was observed in 2 different locations, measured at distance 39cm, and 40.8cm. Using destructive analysis, and confirmed that insulation was cut through from the overlay tubing to the outer and inner insulation, and that allows blood ingress into lead coil lumen. T he blood obstructed in coil lumen caused the stylet stuck in lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was possibly fractured. The lead was inactivated and replaced. During the replacement procedure, when the physician placed the new rv lead into the device header the lead "kinked and made a clicking noise." The physician was not comfortable with how the lead looked and decided not to use that lead. Another lead was implanted. No patient complications have been reported as a result of this event.